Event description:
Angry knee (swollen, hot, warm to touch, infection) [injection site joint infection] ([injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 13-jan-2022 from (B)(6) regarding an unsolicited valid serious case from a physician. This case involves a patient (with demographics unknown) who experienced angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (16mg/2ml) (lot/expiration date: arsp003/unknown or 9rsp019a/31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 22 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown . It was not reported if the patient received a corrective treatment . At time of reporting, the outcome was unknown . Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc. Batch number; arsp003; sample status: not available. The investigation was in process. Product technical complaint (ptc) was initiated on (B)(6) 2022 for product synvisc. Batch number; 9rsp019a, with global ptc number (B)(4). The production and quality control documentation for lot number 9rsp019a expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 9rsp019a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022 there are 3 complaints on file for lot number 9rsp019 and all related sublots. 2 complaints are on file for lot number 9rsp019a: (1) detached plunger and (1) adverse event report. 1 complaint is on file for lot number 9rsp019b: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop (B)(4) 'product event handling' to determine if a CAPA is required. The investigation was completed on (B)(6) 2022 additional information was received on 13-jan-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly. Additional information was received on 14-feb-2022 from healthcare professional (quality department). Investigation results were received for global ptc number (B)(4). Text was amended accordingly.

Event description:
Angry knee (swollen, hot, warm to touch, infection) [injection site joint infection] ([injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 13-jan-2022 from (B)(6) regarding an unsolicited valid serious case from a physician. This case involves a patient (with demographics unknown) who experienced angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (16mg/2ml) (lot/expiration date: arsp003/unknown or 9rsp019a/31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 22 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown . It was not reported if the patient received a corrective treatment . At time of reporting, the outcome was unknown . Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc. Batch number; arsp003; sample status: not available. The investigation was in process. Product technical complaint (ptc) was initiated on (B)(6) 2022 for product synvisc. Batch number; 9rsp019a, with global ptc number (B)(4). The production and quality control documentation for lot number 9rsp019a expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 9rsp019a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022 there are 3 complaints on file for lot number 9rsp019 and all related sublots. 2 complaints are on file for lot number 9rsp019a: (1) detached plunger and (1) adverse event report. 1 complaint is on file for lot number 9rsp019b: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop (B)(4) 'product event handling' to determine if a CAPA is required. The investigation was completed on (B)(6) 2022 additional information was received on 13-jan-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly. Additional information was received on 14-feb-2022 from healthcare professional (quality department). Investigation results were received for global ptc number (B)(4). Text was amended accordingly.

Event description:
Angry knee (swollen, hot, warm to touch, infection) [injection site joint infection]. ([Injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 13-jan-2022 from united states regarding an unsolicited valid serious case from a physician. This case is linked to case: (B)(4) (duplicate case). This case involves a patient (with demographics unknown) who had angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml) (lot: 9rsp019a; expiry date: 31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 22 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown. It was not reported if the patient received a corrective treatment. At time of reporting, the outcome was unknown. A product technical complaint (ptc) was initiated on 13-jan-2022 for synvisc (batch number: 9rsp019a, expiry date: 31-oct-2022) with global ptc number: (B)(4). The sample status of the ptc was not available. Ptc stated: the production and quality control documentation for lot#: 9rsp019a, expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot#batch record review & lot#frequency analysis for lot#: 9rsp019a no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 14-feb-2022 there are 3 complaints on file for lot#: 9rsp019 and all related sublots. 2 complaints are on file for lot#: 9rsp019a: (1) detached plunger and (1) adverse event report. 1 complaint is on file for lot#: 9rsp019b: (1)adverse event report. Sanofi will continue to monitor to determine if a CAPA is required. The final investigation was completed on 14-feb-2022 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly. Additional information was received on 14-feb-2022 from healthcare professional (quality department). Investigation results were received for global ptc number (B)(4). Text was amended accordingly. Additional information was received on 22-mar-2022 and 23-mar-2022 from the other healthcare professional. Ptc details were updated for ptc: (B)(4). Text amended accordingly. Additional information was received on 27-jul-2022 from other healthcare professional. Clinical course updated and text amended accordingly. Based upon information previously received, country updated in narrative. Additional information was received on 10-may-2023 from quality department via other healthcare professional. Contact was processed significant as the ptc information for ptc number: (B)(4) in product tab was corrected as per narrative. (Captured incorrect in previous version) text was amended. Additional information was received on 11-may-2023 from quality department. Ptc: (B)(4) was reopened. No new information updated. Text amended. Additional information was received on 15-may-2023 from quality department. Ptc: (B)(4) has been canceled for the following reason: not a technical complaint. No new information updated. Text amended. Upon internal review on 15-may-2023, the cases: (B)(4) (with csd: 13-jan-2022; 14-jan-2022, 22-feb-2022, 10-may-2022) and (B)(4) (with csd: 27-jul-2022 regarding an unsolicited valid serious case received from health authorities of united states under reference: 2246315-2022-00019) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). All the information from the case: (B)(4) (to be deleted) has been merged in the case: (B)(4) (to be retained). Ptc with batch number: arsp003 with expiry date: 31-mar-2022 was cancelled. Ptc with batch number: 9rsp019a with expiry date: 31-oct-2022 was updated. Local comments: downgrade.

Event description:
Angry knee (swollen, hot, warm to touch, infection) [injection site joint infection]. ([Injection site joint warmth], [injection site joint swelling]). Case narrative: initial information was received on 13-jan-2022 from canada regarding an unsolicited valid serious case from a physician. This case involves a patient (with demographics unknown) who experienced angry knee (swollen, hot, warm to touch, infection) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (16mg/2ml) (lot/expiration date: arsp003/31-mar-2022 or 9rsp019a/31-oct-2022) (dosage, route, frequency, and indication: unknown). On an unknown date, after unknown latency, the patient had a serious angry knee (swollen, hot, warm to touch, infection) (injection site joint infection, injection site joint swelling, injection site joint warmth). This event was assessed as medically significant. The facility stated they had 22 synvisc kits that were potential faulty, bad batch and the facility had administered 3-4 patients. Action taken: unknown. It was not reported if the patient received a corrective treatment . At time of reporting, the outcome was unknown . Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc. (Batch number; arsp003, 31-mar-2022). The sample status of the ptc was not available and the ptc stated that the production and quality control documentation for lot # arsp003 expiration date (2022-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot #batch record review & lot #frequency analysis for lot # arsp003 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 14-feb-2022 there are (B)(4) complaints on file for lot#arsp003 and all related sublots. (B)(4) complaints are on file for lot# arsp003: (B)(4) adverse event reports, (B)(4) leakage and (B)(4) broken syringe. (B)(4) complaints are on file for lot# arsp003b: (B)(4) adverse event reports. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required. Investigation was delayed pending correction on the coa (ab 3/22/22). The final investigation was completed on 23-mar-2022 with summarized conclusion as no assessment possible. Product technical complaint (ptc) was initiated on 13-jan-2022 for product synvisc. Batch number; 9rsp019a, with global ptc number (B)(4). The production and quality control documentation for lot number 9rsp019a expiration date (2022-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 9rsp019a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 14-feb-2022 there are (B)(4) complaints on file for lot number 9rsp019 and all related sublots. (B)(4) complaints are on file for lot number 9rsp019a: (B)(4) detached plunger and (B)(4) adverse event report. (B)(4) complaint is on file for lot number 9rsp019b: (B)(4) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 'product event handling' to determine if a CAPA is required. The investigation was completed on 14-feb-2022. Additional information was received on 13-jan-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly. Additional information was received on 14-feb-2022 from healthcare professional (quality department). Investigation results were received for global ptc number (B)(4). Text was amended accordingly. Additional information was received on 22-mar-2022 and 23-mar-2022 from the other healthcare professional. Ptc details were updated for ptc (B)(4). Text amended accordingly.